Event description:
It was reported that lia (lead integrity alert) triggered due to non-physiologic sensing, with several nst (non-sustained tachycardia) episodes occurring during a short period of time coincident with cardiac bypass surgery. The device was later interrogated by the clinician and no evidence of a lead issue was found. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).